Manufacturer narrative:
Internal complaint #: (B)(4). Autonumber #: (B)(4). A lot history record review was completed for the reported product lot number. There were no "ncmr¿s" for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tips broke while in use inside of the patient's right leg. The tip broke into three pieces and all pieces were successfully removed. The location was irrigated thoroughly. The pieces were retrieved with pick-ups (debakey forceps). No additional incision was made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Lot # corrected from "25140363" to "25140421". Exp. Date: corrected from "07/18/2019" to "07/19/2019". Manufacture date: corrected from "07/17/2018" to "07/19/2018". Internal complaint # trackwise(B)(4). Autonumber # cs-cpl-(B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the tip down to the center, exposing the inner metal component. The detached silicone insulation was not returned for evaluation. The heater wire on the hot jaw was observed to be slightly flexed at the center. The heater wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. Based on the condition of the returned device and the evaluation, the reported failure mode was confirmed for "peeled jaw" and for analyzed failure mode "material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber tips broke while in use inside of the patient's right leg. The tip broke into three pieces and all pieces were successfully removed. The location was irrigated thoroughly. The pieces were retrieved with pick-ups (debakey forceps). No additional incision was made. A replacement device was used to complete the procedure. The hospital did not report any patient effects.